Event description:
It was reported that during a routine check, while turning on the cs300 intra-aortic balloon pump (iabp) it would not switch on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not reproduce the issue. The power supply assembly was replaced. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, while turning on the cs300 intra-aortic balloon pump (iabp) it would not switch on. There was no patient involvement, and no adverse event reported.